Event description:
It was reported that during the implant procedure, while advancing this right ventricular (rv) lead, a deformity was observed in the body of the device when attempting to manipulate it. It was suspected that the lead had a fracture. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: this device was not received for analysis. Despite numerous attempts to obtain product return, this device was not received and no further correspondence regarding the return was provided.

Manufacturer narrative:
This device was not received; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed that the polyurethane insulation was bunched, and the conductor coils were deformed approximately 315mm from the terminal end. This is consistent with the lead being placed through a constricted area during the implantation process. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that during the implant procedure; while advancing this right ventricular (rv) lead, a deformity was observed in the body of the device when attempting to manipulate it. It was suspected that the lead had a fracture. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. This lead was subsequently returned for analysis. This report includes device technical analysis.

Event description:
It was reported that during the implant procedure, while advancing this right ventricular (rv) lead, a deformity was observed in the body of the device when attempting to manipulate it. It was suspected that the lead had a fracture. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.